Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00473 for the first jagtome¿ rx 44, 3005099803-2018-00474 for the second jagtome¿ rx 44, and 3005099803-2018-00475 for the third jagtome¿ rx 44. It was reported to boston scientific corporation that three jagtome¿ rx 44 devices were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction when it first exited the scope. Two more jagtome¿ rx 44 devices were used during the procedure and same thing happened. Reportedly, there was no any visible damage to these devices prior to putting it through the scope or after the issue occurred. The procedure was completed with a fourth jagtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.